Manufacturer narrative:
Additional information: the device being used was a 6fr sherpa guide catheter. The lesion had no calcium and a left radial approach was used. It was reported that aorto-ostial/proximal trauma of the rca from the guide catheter led to acute ostial occlusion with abrupt closure and aortic/ostial root dissection. The dissection spiraled into the distal rca. Bail out was performed using a resolute onyx coronary drug eluting stent to the prox/mid/distal rca and rca-posterior descending artery (pda). Event date updated. Patient age, sex and weight added. Annex e code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: there was 40% diffuse stenosis in the proximal rca with 60% mid segment stenosis, 60% distal disease, severe sequential 95% posterior descending artery (pda) disease with normal pl branch. The patient had a recent non-st elevated myocardial infarction with multi-vessel coronary artery disease. Also, recently underwent stenting to the left anterior descending (lad) and left circumflex (lcx arteries. Upon cannulation of the rca there was normal passage of contrast through the rca and branches but no dye reflux back out the ostium around the guide catheter. ECG monitoring showed st elevation in the inferior leads suggesting obstruction of the guide catheter to distal flow, with resolution of st changes after withdrawal from the rca. A second guide catheter was then used to cannulate the rca with immediate recognition of guide catheter induced dissection at the rca ostium and closure of the vessel. The dissection lead to abrupt 100% proximal occlusion of the rca and was seen to extend into the distal rca via a false lumen. The patient required atropine and vasopressor therapy intravenously. Bail out stenting was performed using a 3.0 x 38mm resolute onyx coronary drug eluting stent to the distal rca to close and seal the distal edge dissection. This was followed by stenting to the mid rca with a second 3.0 x 38mm resolute onyx stent. Additional stenting was performed in the proximal/ostial rca with a 3.5 x 38mm resolute onyx stent. Final deployment was performed in the distal and mid rca using a 3.25mm balloon. Final angiography after intracoronary adenosine injection demonstrated reduction in stenosis severity from 95% to 0% and excellent timi iii flow. Past medical history provided. Correction: the physician stated that they believe radial access may lead to increase in forces transmitted to the tip of the guide catheter when cannulating the rca with amplatz curve guides medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: procedural images provided confirm that the gc was initially deep seated in the proximal rca but can be seen backing out of the rca into the aortic root. The gc was exchanged and images confirm a total occlusion in the proximal rca. The occurrence of a spiral dissection in the proximal to mid rca to the location of the proximal end of the stent that is deployed in the mid to distal rca. The dissection was resolved with deployment and post dilation of multiple stents to cover the dissected vessel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a medtronic amplatz curve guide catheter via right radial approach. It was reported that aorto-ostial trauma of the right coronary artery (rca) from the guide catheter led to acute ostial occlusion and aortic root dissection. Bail out was performed using a resolute onyx coronary drug eluting stent. No further injury was reported. The physician stated that they believe radial access may lead to increase in forces transmitted to the tip of the guide catheter when cannulating the rca with amplatz curve guides.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.